Event description:
It was reported that the patient had no stimulation and no therapeutic effect. The lead was replaced (reason not specified) on (B) (6) 2010 and the results were 'very good'. The patient outcome was reported as no injury.

Manufacturer narrative:
(B) (4).